Manufacturer narrative:
If the sample is returned, a failure investigation will be performed.

Event description:
On (B) (6) 2008, the caller started to report an incident with a tube, however, she did not finish reporting the incident due to a hurricane and hung up. Attempts to make contact with the caller during the aftermath of the hurricane were unsuccessful. On 04/27/2010, the initial caller responded with an e-mail and was able to report further on the incident stating it was a herniated cuff and a non-routine replacement of the tube was required.